Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: ((B)(4). The reported event was confirmed by the service technician who performed the evaluation and repair. On 21 august 2019, it was reported that the comb on a mesher was bent. The customer returned a zimmer skin graft mesher serial number (B)(4)as well as 1.5:1 cutter serial number (B)(4), 2:1 cutter serial number (B)(4), 3:1 cutter serial number (B)(4), and 4:1 cutter serial number (B)(4)for evaluation. Evaluation of the device on 27 august 2019 showed that the comb was bent and that the roller was damaged on the device. None of the pretests were able to be performed due to the bent comb. Review of the four returned cutters found that the 1.5:1 and 3:1 cutters produced passing meshes while the 2:1 and 4:1 cutters produced incomplete cuts and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the comb and roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference number (B)(4) on 21 august 2019. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit grid was bent. No harm reported. It is unclear when this happened. The damage was discovered in sterile processing during reprocessing. No adverse events were reported as a result of this malfunction.